Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
On (B)(6), when turned on for patient use, the thermogard xp ivtm system displayed a tcmid:07 (coolant temp high) message. The customer rebooted the system, but the issue persisted. Another thermogard system was used to treat the patient. No consequences or impact on the patient. Afterwards, when an azm sales representative checked the system at the customer's facility, it displayed a tcmid:05 (coolant diff failure) message and didn't power up.

Manufacturer narrative:
Additional information in d4 (serial number). The customer's complaint that the thermogard xp ivtm system displayed a tcmid:07 (coolant temp high) message was confirmed based on the archive data review but not during the functional testing. The zoll sales representative visited the customer site after the reported event and upon checking, the thermogard system displayed a tcmid:05 (coolant diff failure) message and didn't power up. However, the issues the azm sales representative observed were not reproduced during the testing at zoll. The thermogard system functioned as intended throughout the testing at zoll. The archive data indicated multiple tcmid:07 and tcmid:05 errors. These errors were not reproduced during the functional testing. The thermogard system passed the functional testing without errors. No device malfunction was observed, and the system functioned as intended. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues.